Manufacturer narrative:
This report is for an unknown nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the blade in question was used for an open reduction and internal fixation to trochanteric fracture case. It was found via x-ray that the blade in question was not locked after implantation in accordance with the instructions in the technique guide. The surgeon decided to extract the blade in question and implanted the smaller sized blade instead. This report is for an unknown nail. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; there was no patient harm. There was a surgical delay of thirty minutes reported.